Event description:
It was reported that during the procedure to implant an rx acculink stent in the left internal carotid artery, the patient experienced hypertension. No treatment was reported, and it was noted that the condition was pre-existing. After the procedure, the patient reported a left visual field disturbance. Ophthalmology consultation noted left superior nasal retinal cholesterol emboli with mild visual distortion that is improving without treatment. Neurology consultation stated that the left internal carotid stent cannot be the cause of the visual impairment since the impairment is in the territory of the right posterior circulation, and that a possible cause was posterior reversible encephalopathy syndrome secondary to malignant hypertension. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of hypertension, embolism and visual disturbances are listed in the rx acculink instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.